Event description:
Complaint rec'd per litigation alleges that "in the course of a surgical operation the scs extension cable broke and lodged in the back of the pt where it was unable to be removed. Pt was required to undergo another operation in order to complete insertion of the internal scs receiver.